Manufacturer narrative:
Failure of internal communication board. Substitute with a new one. Laser repaired.

Event description:
Touch screen of the endovascular laser is not turning on. When the power switch and key are turned to the on position, the fans start up but the screen stays black. There was no pt involvement.